Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02558, 3005099803-2014-02930 and 3005099803-2014-02929 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2014 that three speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, the physician noted that for two devices (refer to MFR report # 3005099803-2014-02558 and MFR report #3005099803-2014-02929) it was impossible to rotate the handle. The physician noted that the third device (captured by this report), was impossible to pull the slack out of the tripwire. All three events occurred outside the patient, during preparation prior to the device being installed into the endoscope. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Note: investigation results revealed that the suture was broken and the condition of the returned device was consistent with bands failed to deploy, therefore this is now an MDR reportable event.

Manufacturer narrative:
Evaluation findings of bands failed to deploy. Evaluation findings of suture broken. A visual examination of the returned device noted some residue present indicating use/handling. Investigation noted that the suture was broken with portions attached to both the ligator head and the trip wire loop. Two bands had been deployed and were not returned. Another two of the remaining five bands were moved out of position and appeared damaged. The ligator head teeth were also noted to be damaged. There was no evidence that the trip wire had been secured into the handle assembly slot during use. A functional evaluation of the handle was performed by turning the handle knob 180º and no issue was noted with the handle assembly. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.